Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the tip of the monopolar curved scissors instrument broke off and fell into the patient. Per the information provided, the broken fragment was retrieved.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken fragment was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital to obtain additional information regarding the reported event. The initial reporter did not have any other information and requested that her colleague be contacted instead. Further attempts for additional information were unsuccessful; however, on (B)(6) 2014, communication was made by telephone to the hospital staff member who was present during the surgical procedure. She stated that the broken fragment was retrieved laparoscopically. No further information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tube reinforcement ring was broken off at the distal end of the main tube. The broken piece was not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the instrument banana plug was bent at the back end of the housing. The instrument passed electrical continuity testing. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken reinforcement ring and/or tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.